Event description:
Surgeon assistant pre-drilled hole for screw placement, changing direction of guide w/o changing direction of the drill piece. The surgeon told him not to put pressure on the drill, but he did anyway, and the drill snapped at the tip, leaving a 12mm drill piece in the patients cervical vertebral body.